Event description:
Customer reports during patient use the male luer lock separated from the tubing. No patient injury or medical intervention was required. An attempt was made to obtain specific patient information but no additional data was available.